Manufacturer narrative:
(B)(4). The analysis results showed that the (B)(4) device arrived with no apparent damage and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a semi-open pneumonectomy, it was found that some staples fell off at the 1st stroke of the 1st firing. There should be two staple lines but there was only one staple line. The device was used on bronchial tube. Additional hand anastomosis was performed to complete the case. There were no adverse consequences to the patient.